Event description:
It was reported that a cartridge alarm occurred during insulin delivery and one during the load sequence. Additionally, it was reported that a cartridge change error occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 55-101 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and alarm 30 issue was verified, but the cartridge change error issue could not be verified.